Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+1.5/118 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to patient experienced mental sickness. Another icl lens was not implanted. The reporter indicated the event was due to patient related factor and was not product related.